Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, recurrence, infection and extensive adhesions. Treatment provided for these conditions include enterotomy, extensive wound care, revision and removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced chronic pain, recurrence, infection, extensive adhesions, open wound, abscess, edema, stranding and thickening of abdominal wall, partial wound dehiscence, fluid collection with locules of gas compatible with abscess, nausea, crampy abdominal pain, emesis, small bowel adhesive disease, leakage of bilious fluid, abdominal pain with sneezing/laughing/coughing, low grade fevers, erythema, extensive scar tissue, epigastric bulge, non-healing abdominal surgical ulceration, and serous fluid. Post-operative patient treatment included revision surgery, enterotomy, extensive wound care, and removal of mesh.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, extensive adhesions, open wound, abscess, edema, stranding and thickening of abdominal wall, partial wound dehiscence, fluid collection with locules of gas compatible with abscess, nausea, crampy abdominal pain, emesis, small bowel adhesive disease, leakage of bilious fluid, abdominal pain with sneezing/laughing/coughing, low grade fevers, erythema, extensive scar tissue, epigastric bulge, non-healing abdominal surgical ulceration, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and serous fluid. Post-operative patient treatment included revision surgery, enterotomy, extensive wound care, and removal of mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, extensive adhesions, open wound, abscess, edema, stranding and thickening of abdominal wall, partial wound dehiscence, fluid collection with locules of gas compatible with abscess, nausea, crampy abdominal pain, emesis, small bowel adhesive disease, leakage of bilious fluid, abdominal pain with sneezing/laughing/coughing, low grade fevers, erythema, extensive scar tissue, epigastric bulge, non-healing abdominal surgical ulceration, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, necrotic tissue, sinus tract, and serous fluid. Post-operative patient treatment included revision surgery, enterotomy, extensive wound care, CT-scan, hernia repair with new mesh, wound vac, skin graft, and removal of mesh. Relevant tests/lab data: (B)(6) 2011: CT scan shows edema, stranding and thickening of the abdominal wall. (B)(6) 2011: CT of abdomen and pelvis showed partial dehiscence of the anterior abdominal wall wound with fluid collection superficial to mesh. (B)(6) 2011: wound culture positive for enterobacter aerogenes. (B)(6) 2011: CT scan showed subcutaneous fluid collection with multiple locules of gas, compatible with abscess. The degree of air and fluid had increased when compared to prior exam.

Manufacturer narrative:
Additional information: b5, h4, d4(expiration date), h6(patient codes), additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.